Event description:
The customer reported that the cine function was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reloaded and the cine drive was reformatted. The system was tested and found to be working as intended and put back into service.